Event description:
The system would not complete boot up. There is no report if injury or death associated with the event described in this complaint.

Manufacturer narrative:
No conclusion can be drawn as repair information was not reported.